Event description:
It was reported that: dr (B)(6) performed a total knee arthroplasty procedure on [a patient] (left side) using stryker shapematch cutting guides. The shapematch surgical preoperative plan was approved with an indicated posterior slope value for the proximal tibia resection at 3 degrees posterior (sagittal plane alignment). Review of the lateral postoperative radiograph indicated a substantial posterior slope to the tibial component (indicated 73.9 degrees on radiograph overlay provided). Following dr (B)(6) questioned the stryker sales representative,(B)(4), as to the preoperative plan value and outcome, and he forwarded his inquiry to the per submitter requesting planning clarification. (B)(4) (stryker) confirmed that the imaging for patient was acquired via CT arthrogram.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.